Manufacturer narrative:
H3: one device was received for evaluation. There was no service history moted. The customer issue was duplicated. And the root cause of the issue was determined to be air bubbles on dso seal and a de- calibrated dso sensor. Problem was resolved after replacement the dso seal and sensor were replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarms occlusion because of bubble on the downstream occlusion seal. Per reporter, the issue occurred during patient infusion. No patient harm or adverse event was reported.